Event description:
Pt had tracheostomy placed while at another hosp; was on ventilatory assist at time of transfer. 7:15 pm pt was reported to have fallen from bed, having become agitated and loosened one of their wrist restraints. They were returned to bed and soft wrist restraints/mittens were reapplied. At 11:00 pm pt was found by primary care nurse, to be unresponsive, w/no heart tones, bp or respiratory effort. Initiated code blue. Resp therapist approached and prepared to ambu-bag. They noted that a plastic cap (part of the ballard t-piece), was still in place. They removed the entire t-piece and began to bag the pt. In-house physician and code team proceeded w/resuscitative efforts; no viable rhythm was achieved. Pt was pronounced dead at 11:15 p.m.